Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead¿s cathode conductor coil was fractured approximately 248 mm from the terminal pin near the distal end of the suture sleeve tie down site. Due to the location of the fracture, this was consistent with a fatigue fracture near the suture sleeve area.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to impedance measurements greater than 2000 ohms and high threshold measurements. A new lead was successfully implanted. No adverse patient effects were reported.